Manufacturer narrative:
The customer was sent a new power adapter and return of their original power adapter was requested for testing/evaluation. This issue is currently under investigation by medela (B)(4), the legal manufacturer in (B)(4).

Event description:
On (B)(6) 2020, the customer alleged to medela llc that the usb connector on the power adapter for her freestyle flex breast pump melted. The customer stated she was using the correct power adapter and it was plugged into a wall outlet, but not into the pump, when the melting occurred. She also indicated that the usb connector on the power adapter cord was hot, but the pump housing where the usb connector was inserted was not.